Manufacturer narrative:
Customer resolution and conclusion: the customer worked with the technical support representative. The customer wants a quote for repair that includes a m3015a microstream co2. Extension. The customer was sent an initial quote but it expired. The customer is refusing servicing.

Event description:
It was reported to philips that the co2 calibration and flow check are failing.